Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing and variation in r-wave amplitude. The physician suspected that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, sensing noise, and high variable r-wave amplitude. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood. X-ray inspection found over-torqued inner coil at the connector region consistent with procedural damage. The reported events of over-sensing noise and high variable r-wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Correction: the manufacturing site was incorrect and should have been (B)(6) not 3008377825-2023-00004.